Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed from the tissue?

Event description:
It was reported that during a video assisted thoracoscopic wedge procedure, the surgeon fired the first reload with no problem. When the second reload was fired, the surgeon could not open the jaws to free the stapler from the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.